Event description:
Volun 03-jun-2014: "gallbladder retrieval bag broke releasing gb contents and pieces of plastic from the bag into the pt's abdomen."

Manufacturer narrative:
(B)(4). Investigation summary: the product of the event unit was not returned for evaluation. In the absence of the complete subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. The root cause of the customer's experience remains unknown. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Manufacturer narrative:
This MDR is follow up the mw5036337. The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.